Event description:
It was reported that the unit was unable to obtain cardiac output intermittently during operation on the first day of use. There was no problem with the pressure monitoring, but the co was intermittent. The vigileo monitor was restarted and the problem was solved for a moment, but the co measurement stopped again. Although, it was unable to obtain co, the device was used for the pressure measurement. It was further stated that after the patient was moved to the ICU, the co value was displayed on the monitor but the values were inaccurate. At this time, the device was no longer used. It was also indicated that there were no error messages, leaks or issues with the tubing observed. There was no patient complications reported.

Manufacturer narrative:
One flotrac sensor with attached IV and pressure tubing sets was returned for evaluation. There was no error message or inconsistency observed on the vigileo and pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately on the vigileo monitor and pressure monitor respectively. The electrical testing showed that both input impedance and output impedance were within specifications. The zero-offset also met specification. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.